Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a (B)(6) year old female patient underwent hernia repair surgery on or about (B)(6) 2015. During the hernia repair surgery, the surgeon implanted a strattice firm mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2019 was diagnosed with large and complex recurrent ventral hernia, bulging and pain. On or about (B)(6) 2019, the patient underwent explant of the old ventral hernia mesh and complex repair of ventral hernia with implantation of new mesh. Adhesions were taken down and the mesh was noted to have adhered to the pelvis. A bilateral component separation was also performed. Following the (B)(6) 2019 surgery, the patient had complaints of abdominal pain and a mass. On or about (B)(6) 2019, she he was found to have abdominal wall abscesses, infected seromas and granulomas and underwent an additional operation to drain the seromas and excise granulomas this record is associated with the first device implanted on (B)(6) 2015.

Manufacturer narrative:
Internal investigation into strattice lot sp100175 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 09/22/2022, of the (B)(4) devices released to finished goods for lot sp100175, (B)(4) have been distributed with (B)(4) reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up #1 to report on september 14th, 2022, pmqa received notification from legal that the lot associated with this event was found through discovery and is sp100175-143. No other information was reported on the patient. In addition, it was clarified that per legal's records, this patient only had one strattice implant surgery on (B)(6) 2015. On (B)(6) 2019, a non-abbvie mesh was implanted.". Since the device implanted on (B)(6) 2019 was a non-abbvie product, there is no complaint against strattice and therefore the second record will be coded as no complaint against the device. As reported in the initial: it was reported through a legal event that a 47 year old female patient underwent hernia repair surgery on or about (B)(6) 2015. During the hernia repair surgery, the surgeon implanted a strattice firm mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2019 was diagnosed with large and complex recurrent ventral hernia, bulging and pain. On or about (B)(6) 2019, the patient underwent explant of the old ventral hernia mesh and complex repair of ventral hernia with implantation of new mesh. Adhesions were taken down and the mesh was noted to have adhered to the pelvis. A bilateral component separation was also performed. Following the (B)(6) 2019 surgery, the patient had complaints of abdominal pain and a mass. On or about (B)(6) 2019, she he was found to have abdominal wall abscesses, infected seromas and granulomas and underwent an additional operation to drain the seromas and excise granulomas this record is associated with the first device implanted on (B)(6) 2015.